Event description:
On (B)(6) 2021, irhythm received a medwatch report (mw5099082) alleging that a patient developed localized skin irritation and a rash at the zio xt site. According to the report, the patient experienced redness and a burning sensation. Prior to device placement, the patient signed an informed consent form and was advised that skin irritation is a known potential side effect. The patient was instructed to remove the device at home, and it will be returned to the manufacturer for evaluation.

Manufacturer narrative:
Since no serial number was provided for the subject device, irhythm cannot confirm if the patient¿s device was received for evaluation. The cause of the reported event cannot be determined. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of retrospective review from january 2021 till august 2025. A CAPA (2024-0036) was initiated on 29th september 2024 to implement corrective actions. Device performance and/or risk profile are not impacted.